Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown kits/sets: symphony/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for the evaluation of healthcare outcomes of patients implanted with depuy synthes symphony occipital-cervical-thoracic (oct) system during surgical procedures of the cranio-cervical junction, cervical, and upper thoracic spine. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: n=15 had reoperation, 0-3 months following the index procedure for surgeries (excluding fusion, decompression, or device removal) in any region of the cranio-cervical junction, cervical, or upper thoracic spine and with a wound complication (i.e., seroma, hematoma), infection, or dural tear diagnosis. N=11 had revision, 0-3 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of unresolved spinal pathology, non-union/pseudarthrosis, neck or back pain, kyphosis, nerve injury, or device-related complication. N=7 had revision, 4-6 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of unresolved spinal pathology, non-union/pseudarthrosis, neck or back pain, kyphosis, nerve injury, or device-related complication. N=4 had revision, 7-12 months following the index procedure for fusion, decompression, or device removal, and a diagnosis indicating the presence of unresolved spinal pathology, non-union/pseudarthrosis, neck or back pain, kyphosis, nerve injury, or device-related complication. This is for depuy spine symphony occipital-cervical-thoracic (oct) system. This report involves one unk - kits/sets: symphony. This is report 2 of 4 for (B)(4).